Manufacturer narrative:
The reported event occurred on a cobas 5800 analyzer (serial number: (B)(6). The investigation determined that the cobas mpx assay performed within specifications. There was no indication of a product-related issue. A review of the pcr raw data for the sample run on (B)(6) 2025 at 15:13 revealed no anomalies in the algorithm or detection channels. The internal control (ic) exhibited a robust amplification curve, indicating the absence of potential pcr inhibitors. Additionally, the positive and negative controls for the run demonstrated proper amplification, confirming the functionality of the pcr and sample preparation processes. The most plausible explanation for the non-reactive nat result is a viral load below the limit of detection of the cobas mpx assay, potentially due to factors such as antiretroviral treatment or a strong immune response from the patient. The results should be interpreted in conjunction with clinical evaluation, patient history, and other laboratory findings. It is also noted that the cobas mpx assay is not intended for use as an aid in the diagnosis of hiv.

Event description:
The initial reporter alleged discrepant hiv results using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 5800 instrument. The customer reported that a sample tested using abbott serology showed repeatedly hiv reactive results on (B)(6) 2025. A fresh sample tested using serology on (B)(6) 2025 also showed an hiv reactive result. The same sample was tested twice on the cobas 5800 instrument on (B)(6) 2025, first at 11:07 and then at 13:40. Both tests showed hiv non-reactive results. The same sample collected on (B)(6) 2025 was sent to a referral laboratory, where it tested hiv positive by both serology screening and confirmatory western blot testing.